Event description:
Pt had inflammatory mass at tip of intrathecal catheter confirmed by MRI, which was removed surgically by laminectomy on 9/27/97. The pt's back specific pain has been relieved, but the pt is experiencing residual paraplegia, which the physician believes resulted from the presence of the mass at the catheter tip pressing on the spinal cord. The pt presently has regained some sensation, but is still unable to bear weight on his legs or walk. The device has not been explanted as the pt is still receiving good pain relief from the infusion pump. The pt remains in the hospital in rehabilitation as of the date of this report.